Event description:
The report from the filed indicated that approximately three years after the index procedure, the patient presented with symptoms of unstable angina, exertional dyspnea, episodes of hypotension, and a positive stress test. Coronary angiography was done and revealed mild restenosis and aneurysm formation involving the two previously implanted cypher stents. The restenosis and aneurysm involving the cypher 2.5 x 18 mm stent implanted in the mild left anterior descending (lad) target lesion was treated by balloon angioplasty and placement of a taxus stent. The restenosis and aneurysm involving the cypher 2.5 x 13 mm stent implanted in the diagonal branch was treated by balloon angioplasty.

Manufacturer narrative:
The indication for the index procedure was exertional/unstable angina, and a positive stress echocardiogram with development of non-sustained ventricular tachycardia. The patient's ejection fraction (ef) was 60%. The patient was found to have a critical 70% stenosis of the mid lad after the first septal perforator branch, and a mid diagonal branch lesion. Lesion #1-1: a forte guidewire was used to cross the mid lad lesion. Ivus was done. The lesion was pre-dilated with a 2.5 x 10 mm cutting balloon at six (6) atm twice. A cypher 2.5 x 18 mm stent was implanted at 16 atm. Ivus was done to confirm adequate wall apposition. Lesion #1-2: another forte guidewire was used to access the mid diagonal lesion. Ivus was done. A cypher 2.5 x 13 mm stent was implanted at 16 atm. The stent was post-dilated with a nc monorail 2.5 x 9 mm balloon at 8-10 atm. Ivus was done to confirm adequate wall apposition of the stent. The residual stenosis was 0%. A 52 year old female patient with a history of hypertension, hyperlipidemia, possible previous mi, smoking, and hypothyroidism developed a coronary aneurysm and restenosis three years post cypher stent implantations. Initially, the patient was admitted with exertional angina, an abdominal stress test and non-sustained ventricular tachycardia and underwent an angiogram that revealed an lvef of 60% and lesions in her mid lad and mid first diagonal. Intra procedural medications included lovenox and integrilin. The administration of asa and plavix and the performance or recording of acts were not reported. The mid lad lesion was described as 70% occluded, diffusely diseased and calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was first treated with cutting balloon prior to the placement of a 2.50 x 18mm cypher stent at a maximum inflation pressure of 16atm. Ivus was used to confirm good stent sizing and wall apposition. The mid first diagonal lesion was described as 80% occluded and calcified. This lesion was not pre-dilated prior to the placement of a 2.50 x 13mm cypher stent at a maximum inflation pressure of 16atm. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent. The stent was then post-dilation and ivus again used to confirm good stent sizing and wall apposition. The post procedural administration of asa and plavix were not reported. Two years after the index procedure, the patient experienced unstable angina, exertional dyspnea, frequent episodes of hypotension and a positive stress test. A repeat angiogram revealed coronary aneurysms and restenosis of both previously implanted cypher stents. The mid lad lesion was treated with ptca and the placement of a non-cordis des, while the mid first diagonal was treated with ptca alone. The products remain implanted in the patient and are thus not available for evaluation. DHR reviews could not be performed since the lot numbers were not provided. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are patient, vessel and procedural factors that may have contributed to this event. There is no clear indication that these events were design or manufacturing related. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2007-00281 and # 3003742446-2007-00282. This is the initial/final report for this product.